Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that the a patient spontaneously gave birth to a baby on (B)(6) and suture was used. The patient was discharged on (B)(6) 2019. It was reported that the suture was not absorbed of the perineal wound 10 days after childbirth. There was no swelling and heat pain in the wound. The suture was removed from the patient. The wound healed well after three days. There is no report on patient injury. No further information is available.